Event description:
At least 3 bd insyte autoguard #22 shielded IV catheters were not retracting as designed. All were from same lot number: 4351914.there was no patient or staff harm.======================manufacturer response for shielded angiocatheter, bd insyte autoguard #22 (per site reporter).======================this was brought to their attention by our purchasing department.